Event description:
A report received from the user facility stating an 840 ventilator smelled of burning wire. In addition, the graphical user interface (gui) display was flickering at the time of the event. The pt involved was removed from the device and replaced on an alternate ventilator. There was no harm to the pt reported.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the gui printed circuit board (pcb) to resolve the reported issue. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to MFR's specs.